Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom buttons on the touchscreen were not working following user interface (ui) replacement. It was reported that there was no patient involvement at the time the issue was discovered. The customer informed the remote service engineer (rse) that the buttons on the bottom of the touchscreen were not working following user interface (ui) replacement. The rse provided the customer with instructions to calibrate the touchscreen, and the touchscreen responded to all soft buttons. The device returned to service.